Manufacturer narrative:
A maquet field service technician investigated the unit and found a defective pressure sensor, a defective power supply board and a defective actuator. The defective components were replaced. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the device displayed the following error codes: 1008, 1064, 1004. It was also determined the temperature on the pt side takes a long time to increase. (B)(4).